Event description:
It was reported that the user experienced sustained high blood glucose after the ilet pump was paused for about seven hours due to running out of insulin; the user delayed a supply change while waiting for assistance and administered subcutaneous insulin by pen during the pause, and later resumed use but did not promptly restart the ilet, which constituted a use-of-device problem. Symptoms included hyperglycemia, with glucose trending down during the call and measured at 285 mg/dl at the end. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the issue was associated with use-of-device factors; the device component was not specifically implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.